Event description:
It was reported, the patient had a shocking or jolting sensation. The patient¿s right extension was poking through the skin and was shocking the patient. A right side extension revision was done on 2015 (B)(6). The patient left the hospital being programmed to 1v and had no adverse events.

Manufacturer narrative:
Product ID 3387s-40, lot# va0jhdm, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0p59t, implanted: 2015 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6) product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension (B)(4).